Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 514 mg/dl.. Customer stated about bent cannula issue and insulin pump didn¿t help to keep blood glucose level under control. Troubleshooting was not performed for high blood glucose. The insulin pump was not returned for analysis.